Manufacturer narrative:
Qc and calibration were within the acceptable range. No relevant alarm was observed during review of alarm trace data. Per the product labeling, "all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." The elecsys hiv duo performs within specification. The investigation determined the issue is sample-specific.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration were acceptable. No relevant alarms were observed during review of the alarm log. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv duo result for a patient sample tested on a cobas pure e 402 analytical unit. The initial result was reactive (hivag 3.16 coi, ahiv 0.0325 coi). The repeat result was reactive (hivag 3.22 coi and ahiv 0.0298 coi). Another sample was collected and repeated on multiple analyzers as follows: on (B)(6) 2025, the sample was tested using the elecsys hiv combi pt test and a cobas e411, and the result was negative (0.253 coi) on (B)(6) 2025, the same sample was tested on the cobas e402, and the result was reactive (hivag 2.99 coi, ahiv 0.0394 coi). On (B)(6) 2025, the same sample was tested on the abbott hiv ag/ab (cmia) test, and the result was negative (0.13 coi).